Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer calibrated and ran quality controls (qc), and informed that all values recovered within the range. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse noted the customer replaced the cuvette wedges and performed a verification with carbon dioxide, concentrated (co2_c), and noted that all values were in range. The cse performed diagnostic service routines and auto checks on the dilution arm. The dilution arm, ring, and mixer were aligned, and all values were in range and noted no issues. The cse performed maintenance on the integrated multisensor technology (imt) sensor and completed a calibration. The analyzer's performance was verified, and the customer did not see a recurrence of the issue. Siemens evaluated the information provided and noted the qc was in range hours before the discordant result and then was out of range. The cause of one discordant, falsely depressed, carbon dioxide concentrated (co2_c) result is unknown. Contributing factors such as the need for reagent calibration, or water issues cannot be ruled out. Siemens noted the customer performed a reagent pack calibration, which returned the qc within range. The analyzer is operating within specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide concentrated (co2_c) result on the atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The same sample was used for repeat testing on an alternate atellica chemistry analyzer, and the repeat result was correct and reported. The customer noted the repeat result is in agreement with the clinical picture of the patient. There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2_c result.